Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no information provided on whether the issue caused the customer's blood glucose level to exceed 500 mg/dl. Customer technical support provided pump reset information and assisted the caller in resetting the pump, and the malfunction did not recur. The caller was advised to continue using the pump and to reach out if any issues reoccurred, and they acknowledged understanding these instructions.